Event description:
Suture breakage. During anastomosis, customer reported product snapped/split. Note: outcome to pt dies not denote adverse event. MDR regulation of 7/31/96, requires reporting of incident once medical device family initially reported assuming incident could recur.